Manufacturer narrative:
Brand name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a wire guide "became stuck" while attempting to remove the wire guide from the distal lumen of a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC line. A different wire was placed through the second lumen and a new PICC line was run over the wire. At an unknown point during the procedure, the first wire was successfully removed. The procedure was completed and the reported device issue caused "just a little pain" at the insertion site (arm). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.